Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Distal and central stent struts were distorted and stretched distally such that the distal end of the stent was distal to the device tip. Crimp markings were evident on exposed balloon material, indicating correct crimping and positioning of stent prior to event. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result was less than the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple slight hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a mid-shaft kink 3.5cm distal of hypo/mid-shaft bond. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis. .the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 16 synergy¿ drug eluting stent (des) was selected to treat the lesion. However, when the device was removed from the hoop, it was noticed that the stent was lifted. The device was not used and the procedure was completed with a 3.5x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 16 synergy drug eluting stent (des) was selected to treat the lesion. However, when the device was removed from the hoop, it was noticed that the stent was lifted. The device was not used and the procedure was completed with a 3.5x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.